Event description:
It was observed that a 7.0mm fully threaded cannulated fastener backed out (length of fastener is unknown) following surgery on an insufficiency fracture of the right pelvis. This observation was made at a routine 90 day follow up appointment. The patient was asymptomatic and had not noticed any problems. There was no harm to the patient, no long-term concerns, and no revision surgery was required.

Manufacturer narrative:
The investigation results are inconclusive due to the device being unavailable for evaluation, as it is currently implanted. As a result, it was not possible to review the manufacturing and inspection records or identify the device. A determination of the root cause could not be made given the information available.

Manufacturer narrative:
Product information update: this follow-up report specifies that this is not a combination product and specifies that the product is labeled for single use.